Event description:
During sclerotherapy for esophageal varices (on one pt) problems were encountered with 4 needles. A fifth needle of the same lot number was not opened and is presently being retained by the hosp. The needles would not retract. On needle had a bent wire at the handle. The procedure took over 30 minutes, which is over twice as long as expected. The pt did have some bleeding, but there was no active bleeding at the end of the procedure. The major risk and inconvenience to the pt was the length of the procedure. One needle could not be advanced or withdrawn.